Event description:
The operating room staff was attempting to cardiovert a male patient (age unknown) at 150 joules using multi-function stat padz. They allege that the device would not discharge. The staff then successfully cardioverted using the paddles. There was no adverse effect to the patient. The facility's biomedical engineering department tested the unit and was unable to duplicate the reported malfunction.